Manufacturer narrative:
It is unknown if device is available for evaluation. If additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported an unknown device that had black residue floating in the solution of the drip section. The device was rejected for administration to the patient. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg: 11/12/2020. The device was returned for evaluation. A foreign particle floating inside the drip chamber was observed, the joint sample was sent to the microbiology laboratory to analyze the components of the foreign material inside of the drip chamber. The results of the analysis carried out at the microbiology department indicate that the particle measures approximately 0.8 millimeters and it is composed of olefin synthetic fiber, in its highest concentration. The investigation team analyzed the manufacturing process in order to understand if there is a relationship between the materials used in the manufacturing process for the "drip chamber product" with the compound of this particle. In conclusion it is determined that there is no relationship between the materials used in the manufacturing process and the component reported in the particle for this complaint. Therefore, the defect cannot be replicated, and it is ruled out that this defect could be caused by the manufacturing process. According with the analysis performed probable cause is unknown due manufacturing process could not be associated. The lot review could not be performed as the lot number was not provided.